Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they experienced out of range signals after receiving and using a replacement transmitter. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.